Event description:
The facility reported that while using a packer/chang iol scissor to cut a haptic on a 20 year old iol, the scissor stopped working. Upon removing the scissor from the eye for inspection, the blade fell off. The scissor was taken out of service and there was no impact to the patient.

Manufacturer narrative:
The scissor was returned dirty and corroded at the site of the break indicating it had not been maintained adequately per the instructions for use.